Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) provided the customer with a quote for a replacement speaker. A good faith effort (gfe) response confirmed the speaker replacement resolved the issue and the unit has returned to working specification. Based on the information available, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction. Restarting the monitor fixed the issue temporarily and then it came back again. It was confirmed audio was not present when the inoperative message was present at the time of the event. The device was not in use on a patient at the time of event, there was no adverse event reported.